Manufacturer narrative:
Customer returned a drum with 3 unused strips. Testing was performed with blood on those 3 strips and retention strips of the same lot. Test results were invalidated due to issues with the sample results from the reference analyzer. The testing was repeated on reference analyzer and customer meters but only retention test strips were available for the repeat testing. All tests with retention product on the repeat testing were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for compact plus system 1. Please reference medwatch with patient identifier (B)(6) for compact plus system 2.

Event description:
Customer reportedly received the following results on 2 different compact plus systems within 1 minute: 512 mg/dl (compact plus system 1) and 105 mg/dl (compact plus system 2). A separate drum was used with each system; the drums came from the same lot. No adverse event was reported. The alleged product was replaced and requested for evaluation.